Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and verified the error. To correct the error he completed the solenoid driver field action by replacing the solenoid driver board. The iabp was then released back to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an "electrical test fails code 58" message. The circumstances under which the event occurred are unknown. However, there was no patient involvement or adverse event reported.